Event description:
Related manufacturer report number: (B)(4). It was reported during in clinic follow up that the implantable cardioverter defibrillator system exhibited oversensing due to noise. The device was explanted and the right ventricular lead was capped on (B)(6) 2023. The patient was stable and asymptomatic.